Event description:
Patient revised to address loosening between cement/implant interface.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history record was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about reported device loosening based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.